Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter intraocular lens (iol) was explanted due to a required diopter change. The lens was replaced with 18.5 diopter. No further information was provided.

Manufacturer narrative:
Additional information was received clarifying that the lens was explanted from a female patient's left eye and replaced with a zxr00 18.5 diopter intraocular lens. Furthermore, physician contact information was also provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/26/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed using a 12x magnification and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.